Manufacturer narrative:
A complete lead was received for investigation. An internal short was noted due to an over torqued inner coil at the connector region, consistent with damage occurring at the time of the implant procedure. The internal short could have contributed to the reported events of low bipolar impedance and loss of sensing. High unipolar impedance was not confirmed. Electrical testing did not find any indication of conductor fractures. A visual inspection was performed and no additional anomalies were noted.

Event description:
During a pacemaker system implant procedure, the ventricular lead was connected to the pacemaker and bipolar impedance decreased and unipolar impedance increased. No sensing was observed. The ventricular lead was explanted and replaced. The patient was in stable condition.